Event description:
There was an allegation of questionable uric acid ver.2 results for 4 patient samples on a cobas 8000 c702 module. The customer questioned the initial low results which prompted them to repeat the samples. Sample 1 had an initial result of 4 umol/l. The sample was repeated on another line and the repeat result was 226 umol/l. Sample 2 had an initial result of 6 umol/l. The sample was repeated on another line and the repeat result was 382 umol/l. Sample 3 had an initial result of 18 umol/l. The sample was repeated on another line and the repeat result was 363 umol/l. Sample 4 had an initial result of 35 umol/l. The sample was repeated on another line and the repeat result was 505 umol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number is 933286. The expiration date was not provided. The field service engineer (fse) performed a hardware check and found that the cell rinse exceeded specification and cracked rinse tubing. The fse performed water level adjustment, cleaned rinse nozzles, and performed performance tests. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The investigation added an additional component code.